Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the experienced an elevated blood glucose (bg) level of"high"; although specific value was not provided. Reportedly, customers cgm values were not populating. Customer addressed bg by changing out supplies. Tandem technical support conducted systems check and the pump was functioning as intended.